Manufacturer narrative:
Analysis was performed on the returned device. The reported guide detachment and needle to cuff miss were confirmed. The reported difficulty retracting the foot could not be replicated based on the returned device condition. The reported device entrapment could not be replicated in a testing environment as they resulted from procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties appear to be related to high angle of insertion during device placement. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication a product quality issue.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral vein (rcfv) was attempted via a 6f sheath with a proglide device using the pre-close technique prior to an interventional watchman procedure. The sutures of the first proglide device were successfully pre-placed. Reportedly, when attempting to pre-place the second device, a cuff miss occurred. When returning the lever back to its original position, the feet of the device would not close. The device was maneuvered and the device separated at the distal guide and the sheath was in the patient. A cut down was performed to remove the device. Per the physician who performed the cut down, the device went through the artery and it was trapped between the artery and the vein, hence why it was difficult to remove. The back wall and anterior wall of the artery were sutured as well as the anterior wall of the vein. There was no vessel damage reported nor perforation reported. Hemostasis was ultimately achieved via surgical suturing. The pre-close procedure and watchman procedure were aborted on the rcfv. New puncture site was obtained in the left common femoral vein and the procedure was performed successfully using the pre-close technique. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.